Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn (B)(4)) with panel reconnection (tn (B)(4)).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.